Manufacturer narrative:
Troubleshooting of the AED with the customer identified that the AED is functioning as designed and can stay in service.

Event description:
A customer reported that their AED battery was depleted and their AED would not power on. They reported that this did not occur during patient use.